Manufacturer narrative:
Inspected one opened and used partial sensor. We performed visual inspection and found sensor cannula retracted inside sensor base, and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Their blood glucose was 478 mg/dl and they treated with the pump. She declined troubleshooting for high blood glucose. She also said that the meter blood glucose did not transfer over to her pump. The customer was advised to retry and she said that it had. The customer also reported sensor connectivity issues as well. The sensor will be returning for analysis. The insulin pump will not be returning for analysis.